Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump had physical damage. Customer stated the display had a crack, logo was discolored. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and stained end cap sticker logo.